Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply and power cord were received for evaluation. Visual inspection verified the power supply's wires were exposed. There were no diagnostic test steps performed. The reported event was visually confirmed.